Event description:
The customer reportedly obtained a 400mg/dl and 154mg/dl on the accu-chek advantage system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. The customer reports that she does not have the strips or meter used in the aforementioned event. The suspected product is unavailable for return; replacement was sent.